Event description:
It was reported that a patient presented for an unrelated, routine generator change. Upon interrogation, the patient's right atrial (ra) lead was found to have dislodged, which was confirmed through fluoroscopy. The ra lead was also found to have lost capture. During the revision procedure, the stylet was unable to be advanced over the lead with malfunction alleged on the lead. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: g1: field should be populated with st. Jude medical, inc.(crm-sylmar) information, which was not included in prior report.